Manufacturer narrative:
Additional information received on january 9, 2025, indicated that per imaging and ultrasound examination, presence of a left axillary lymph node that has a highly attenuating hyperechoic hilum with a ¿snowstorm¿ appearance that is characteristic of a lymph node containing silicone. On the right side, targeted ultrasound of a probably benign bi-rads 3 upper quadrant lesion. It is an oval-shaped image located in hyperechoic dysplastic tissue that decreased in size [redacted], confirming its benign nature. No follow-up is necessary here. On the right side, we observed microcalcifications on the mammogram of [redacted]. On the enlarged images, we found a small cluster here. The microcalcifications vary in size. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor silicone prosthesis experienced bilateral symptomatic ruptures and left sided capsular contracture grade iii postoperative. The mammogram examination confirmed the issue. As a result, patient underwent bilateral replacement with unknown mentor silicone on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on december 02, 2024: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).